Event description:
On 25-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 400 mg/dl after announcing fewer carbohydrates than consumed at breakfast. The user remained connected to the device and made a meal announcement to regulate blood glucose. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.